Manufacturer narrative:
The monitor tech reported that the entire screen goes completely blank approximately every 20 minutes. There was no troubleshooting done as the caller was a monitor tech. Ts advised that she have a biomedical engineer (bme) call us back for further troubleshooting. Qa contacted the bme and they stated that they are not having issues at this time and that it has not reoccurred. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The monitor tech reported that the entire screen goes completely blank approximately every 20 minutes. There was no troubleshooting done as the caller was a monitor tech. Ts advised that she have a biomedical engineer (bme) call us back for further troubleshooting. Qa contacted the bme and they stated that they are not having issues at this time and that it has not reoccurred. No patient harm reported.

Event description:
The monitor tech reported that the entire screen goes completely blank approximately every 20 minutes. There was no troubleshooting done as the caller was a monitor tech. Ts advised that she have a biomedical engineer (bme) call us back for further troubleshooting. Qa contacted the bme and they stated that they are not having issues at this time and that it has not reoccurred. No patient harm reported.

Manufacturer narrative:
Details of complaint: the monitor technician reported that the entire screen on the central nurse's station (cns) was going completely blank approximately every 20 minutes. Ts advised the monitor technician to have a biomedical engineer (bme) call back for further troubleshooting. Qa later contacted the bme who stated they were no longer having issues and that it had not recurred. No patient harm or injury was reported. Investigation summary: on a follow up with customer, they indicated that the issue was no longer occurring. The customer did not provide information on how it was resolved. A review of the history of the serial number identified no further recurrences of this issue. Based on the available information, a definitive root cause could not be identified. Possible causes of the issues are loose cable connection, damaged cables, incompatible display resolution, and possibly failure of intermediate components such as a kvm or switch. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative